Event description:
It was reported that the patient is experiencing uncontrolled urinary incontinence immediately after standing from a seated position. No more information is available at the moment, additional information will be provided as relevant information becomes available.